Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an endurant ii stent graft limb was also implanted in the patient along with the endurant ii cuff. The anuerx stent graft system was implanted 15 years and 8 months prior.. Other relevant device(s) are: product ID: yrirx15115, serial/lot #: (B)(4), ubd: (B)(4) 2005, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was confirmed that the endurant ii stent graft limb was also implanted for the treatment of the migration of the previously implanted anuerx stent graft system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that a migration of the device occurred, which was treated with implant of heli-fx endoanchors and an aortic cuff. The cause of the device migration is unknown. No clinical sequelae were reported and the patient is fine.